Event description:
(B)(6) home health nurse reported pt's pump had system time out message. Rph advised new pump would be needed and to complete infusion via gravity. Home health rn stated they had already pooled medication and started gravity infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 40gm. Gamunex-c indication: other encephalitis and encephalomyelitis. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.